Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04 that ws discovered in service that the cause was the ail pcb (air in line printed circuit board) was out of calibration and service recalibrated the ail pcb. The event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The multiple clip applier was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, there was a cutting clip. During the procedure, some of the clips delivered were incompletely closed and a few of them cut the vessels. A new applier was immediately used on the cut vessels. No consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.